Manufacturer narrative:
H.6. Investigation: bd had received samples from the customer for evaluation. Bdj received 45 unused samples and conducted drawing volume test for 20 tubes in corrected condition at 1 atm. All 20 tubes drew correct volume of water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a low draw with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: low vacuum was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k023331&bk050036. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a low draw with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: low vacuum was found.